Event description:
It was reported that the patient was experiencing shocks and jolts when sitting in the chair and noted it going throughout the body and brain. The patient also had inadequate pain relief.